Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the cannula were bent and she saw a message in the insulin pump insulin flow blocked alarm. Customer reported event was resolved by infusion set change. Customer decided to take a look at everything in the insulin pump, she was able to see that the cannula were bent on both infusion sets and the sensor was wet due to site issues she bleed for a minute while trying to apply the sensor. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.